Manufacturer narrative:
Section d1 brand name corrected. Section d4 catalog number was corrected.

Manufacturer narrative:
D6b explant date updated.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary device in wrong position (positioning issue): the cause of the positioning issue was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
B5 updated with additional information.

Event description:
The pump is not available for return. The pump was repositioned once and determined to be too high risk by the primary team to reposition again, despite advice. The patient did not have hemolysis.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced malpositioning of the pump toward the mitral valve. The pump was repositioned and no patient harm was reported.